Event description:
It was reported that the patient had erosion at the lead incision site. "Surgicial" intervention was taken where the physician flushed the leads, pushed them back inside the body and closed the staples. The issue is reportedly fully resolved.

Event description:
It was discovered that this patient is part of a clinical study.